Event description:
It was reported that patient experienced inadequate stimulation. X-ray confirmed that the lead had migrated. The patient underwent a revision procedure wherein the lead was moved back to midline and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago from the date manufacturer became aware of the event.